Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s intra-operative complication is unknown. Isi has attempted to contact the site to gather additional information regarding the patient/incident. However, as of the date of this report, no new information has been obtained. If additional information is received, a follow-up MDR will be submitted. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. Additionally, all reusable instruments used in the case were used in subsequent procedures and a site review shows no complaint filed against the instruments. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted partial nephrectomy procedure, a puncture injury occurred on the renal vein with the tip of the mcs instrument. As a result, the procedure was converted to open surgery and the hole in the vein was sutured manually. There is no allegation of system, instrument or accessory malfunction during the procedure and no allegation that the da vinci system contributed to patient harm. However, the cause of the intra-operative complication is unknown.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy procedure, the renal vein was injured with the tip of the monopolar curved scissor (mcs) instrument. The surgeon tried to suture the vein and stop the bleeding but was unable to do so. The procedure was converted to open and the hole in the vein was sutured manually. The patient is currently doing well. This was the first partial nephrectomy case for the surgeon, which was performed in the presence of a proctor. Intuitive surgical, inc. (Isi) obtained the following information regarding the reported event: the bleeding occurred from the renal vein due to a puncture injury. It is unknown what surgical task the surgeon was performing when the vessel injury occurred. The amount of bleeding was not provided. The patient was not transfused with blood. The cause of the injury was not provided; however, it was noted that there was no misidentification of anatomy, arcing, or anatomical factors that caused the bleeding. There were no product issues or a product malfunction which caused the injury. The mcs instrument worked properly and will not be returned to isi.